Event description:
A literature article described a case report of a 70-year-old patient who underwent a da vinci-assisted low anterior resection (lar) procedure for rectal cancer and experienced a post-operative complication of a suture failure at the anastomotic site. The patient underwent open peritoneal drainage and colostomy on post-operative day (pod) eight due to the suture failure. The patient was discharged a month after the procedure. The post-discharge course was uneventful, the stoma was closed two months later, and no recurrence of the cancer had been observed at the 6 month postoperative follow-up visit. The author confirmed that no device malfunctions occurred during the procedures, nor contributed to the complication.

Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the event date or da vinci system identifiers. There was no report of any da vinci product issues. There is no indication that any da vinci products contributed to the reported complication. Citation: watanabe, shiho & teraishi, fuminori & fujimoto, sari & watanabe, toshiyuki & takeda, sho & narita, shuhei & yamashita, koya & shigeyasu, kunitoshi & kagawa, shunsuke & namba, yuzaburo & kimata, yoshihiro. (2022). A case of a transwoman with colorectal cancer after flap vaginoplasty. Journal of plastic and reconstructive surgery. 2. 10.53045/jprs.2022-0020. Field b3: due to the lack of specific information regarding the event date associated with the adverse event, an alternate date, published date has been used. Section d - suspect medical device: due to the lack of specific information regarding the da vinci system associated with the adverse event, a generic system material number was used.